Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pen needle 32gx4mm 7 pack was found unable to prime before use. The following has been provided by the initial reporter: it's found that pen needle clogged in preparation for the injection pen needle did not be reused.

Manufacturer narrative:
H.6. Investigation: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Based on investigation above, the complaint is not manufacture issue.

Event description:
It has been reported that one pen needle 32gx4mm 7 pack was found unable to prime before use. The following has been provided by the initial reporter: it's found that pen needle clogged in preparation for the injection pen needle did not be reused.